Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying black marks on the display. This complaint was classified based on the customer care advocate (cca) documentation. Twelve hours prior to the start of the alleged issue, the patient reported developing symptoms of "sweaty, red face, not thinking straight, and was irritated", which she associated with low blood glucose. On (B)(6) 2012 at 9:00 am, the patient reported the alleged issue first began. The patient reported using insulin pump therapy to manager her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012 at 4:00 pm, she had something to eat or drink. The patient denied testing on another device. At the time of troubleshooting, the cca determined that there was no misuse of the product and this was not the first time the meter had been used. The meter involved in this complaint has been returned and evaluated by lfs product analysis with the following findings: the meter failed testing, the lcd was found to be cracked or broken. Based on the information provided, the subject meter did not cause or contribute to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue, and there was no delay in treatment. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the meter failed testing, the lcd screen was found to be cracked or broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.